Event description:
The CT department is experiencing leaking at the spike air vent when they are loading the IV contrast and saline on the medrad stellant sterile disposable syringe spikes. It leaks at the small round white air vent. This has occurred in approximately 20 air vents, all with the lot# of 8556158. There has been no patient impact. Manufacturer response for injector and syringe, angiographic, medrad stellant sterile disposable syringe (per site reporter) bayer is investigating.